Event description:
This was reported as venotomy and arteriotomy closures of the right common femoral vein and an unspecified arterial vessel using the pre-close technique prior to a cardiac ablation procedure. 8.5f sheaths were used in both access sites. Reportedly, on the venous site, the prostyle device had a cuff miss [suture retrieval issue]. The suture of a new prostyle device was successfully pre-placed and used to achieve hemostasis. On the arterial access site, the suture of a prostyle device was successfully pre-placed and the cardiac ablation procedure was completed using the same sized sheath. Hemostasis was achieved with the pre-placed suture. Post-procedure, a pulse was confirmed in the artery, and the patient was returned to the ward; however, leg edema developed afterwards. An ultrasound confirmed that stenosis [occlusion] had occurred and there was no pulse. The suture was surgically removed. Hemostasis was ultimately achieved with surgical suturing. The patient recovered and has been discharged from the hospital. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of swelling and occlusion are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6 - device code 2993 was removed.

Event description:
Subsequent to the initially filed report, additional information was received. The access site was the right common femoral artery. The reported occlusion occurred as the suture of the second device captured the posterior arterial wall. The absent pulse was detected bilaterally in the femoral arteries. No additional information was provided.